Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in his left hip on (B)(6) 2012 and shortly after the implantation began experiencing discomfort and increased left hip and left groin pain. Allegedly on (B)(6) 2019 the patient visited his surgeon who took x-rays revealing a "non-integrated acetabular component" that "certainly does look loose." It is further alleged that based upon these findings and in light of worsening symptoms he was indicated for revision surgery; however due to scheduling conflicts, he has not yet undergone revision surgery.